Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported on social media that they have an infected site and are on antibiotics. They mentioned that their sites often bleed and are very tender when switching them out, causing significant pain. The patient expressed frustration, stating that anything touching their arm feels extremely painful. Additional information on the event has been solicited but not provided. If additional information is received a supplemental report will be submitted.